Event description:
Welch allyn received a complaint where a propaq cs bedside monitor's display locked-up while monitoring a pt. The complainant also indicated that the propaq cs monitor did not provide the clinician any audible or visual alarms. There was no report of any pt harm as a result of the reported event. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.